Manufacturer narrative:
Two different samples from the patient were provided for investigation. The customer's allegation of different results between roche and competitor assays was verified. Further investigation revealed that the positive/reactive result was correct for both samples.

Event description:
The user received questionable toxoplasma igg results for one patient from the cobas e411 disk analyzer serial number (B)(4). All results are in iu/ml. On (B)(6) 2011, the first sample from the patient was tested on the vidas analyzer and generated a negative result. On (B)(6) 2011, a second sample from the patient was tested on the e411 analyzer and the result was 53.55 (positive). On (B)(6) 2011, the user repeated testing of both samples on the e411 analyzer and the result for sample 1 was 59.54 (positive) and for sample 2 was 56.88 (positive). The samples were sent to another lab to for avidity assays but the tests were not performed because the toxoplasma igg results were negative. The positive results were reported for the samples. The patient "start to do treatment concerning the toxo", but the doctor stopped the treatment after the first ingestion. No adverse events were alleged regarding the issue.

Manufacturer narrative:
This event occurred in (B)(6).